Event description:
Ethicon curved intraluminal stapler problems. Two were used on this sigmoid colon resection. Physician stated the staplers failed to fire appropriately. Anastomosis was completed with sutures and unanticipated colostomy was needed.